Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6.4 in diameter thoracic aortic aneurysm. Vessel morphology at the time of implant was not reported. A recent CT revealed that there is a distal type 1b endoleak and the growth of another taa distal to graft, continued disease progression. Aneurysm that developed distal to initial graft was covered by implanting a valiant 32x32x150 proximal main proximal to celiac artery and extending into the previously placed stent grafts. The repair was done distal to proximal. The physician implanted a valiant 34x34x150 proximal main proximally and up to the level of the aortic arch, about 4cm distal to the lsa. Both devices delivered and removed without issue and final angiogram revealed seal of the taa. No additional clinical sequelae were reported and the patient is fine. The exact date of the event is unknown.

Manufacturer narrative:
(B)(4).